Event description:
It was reported that while the ventilator was connected to a pt in adult mode, the unit changed to infant mode on its own. The ventilator was used during radiotherapy when the event occurred. There was no pt injury. (B)(4).

Manufacturer narrative:
(B)(4).